Manufacturer narrative:
The large suturecut needle driver was transferred and evaluated by the advance failure analysis (afa) team. The instrument was found to have both grip cables frayed at the grip hub. Some bundles of the cables were frayed, but the cables were not fully broken. The instrument had 0 remaining uses out of 15. An additional wire strand stuck out on the other side of the grip hub. There was no evidence of discoloration or corrosion/contamination on the cables to indicate any reprocessing-induced issue. The components surrounding the frayed cables did not exhibit any sharp edges or damage that would have contributed to the frayed cable. A review of manufacturing history indicated no related nonconformance. It was observed that the location of the frayed cables at the grip hub aligned with when the grips were in the max yaw position. The location of the fraying suggests that the cable initially experienced some kind of damage while at the max yaw position that over time and use, resulted in the cable fraying.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the large suture cut needle driver had a wire torn. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The instrument tips did not touch other instruments or tools during the case. The procedure was completed with the same instrument. There was no injury to the patient. The instrument was inspected prior to processing/sterilization and damage was noted.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.